Event description:
A malfunction was reported on the customer's pump during the cartridge change process, displaying malfunction code malf 3. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. To resolve the situation, the customer was advised by technical support to switch to multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, and the customer acknowledged understanding these steps.